Manufacturer narrative:
Technician found that the service light is on. After checking the codes it was determined the left side rail user control module was bad. The technician replaced the left side rail user control module to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that there is a bed that will not lower on the siderail control and that it will go up and down on its own. No pt impact.